Event description:
Since using my CPAP machine, I have developed severe chronic sinus infections and post nasal drip. I have had this problem long before the recall of the philips respironics dream machine but the condition has worsened since I started using the machine. FDA safety report ID # (B)(4).